Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead has been explanted at a surgical procedure. The right ventricular (rv) lead was not capturing the tissue after a coronary artery bypass graft surgery (CABG) was completed, a week before. There is evidence suggesting that the (rv) lead was damaged during the CABG surgery. The ra lead was also explanted as it came out with the rv lead. It appears that the ra lead was adhered with the rv lead at the superior vena cava. New rv and ra leads were implanted at the same procedure. No additional adverse patient effects were reported.